Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed kinked suction tubing. The suction tubing was replaced, and the unit was returned to service. No report of patient involvement. Unique device identifier: (B)(4).

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.